Event description:
Radiometer complaint reference (B)(4). According to the complaint, the tcm 4 series etx base unit (serial number (B)(6)) completes calibration successfully and displays "ready." Electrodes are applied to the patient's skin for monitoring, and measurements appear on the screen as expected. However, after continuous monitoring for a period (as short as a few minutes or as long as 10-20 minutes), the screen suddenly shows "general error," and the machine stops monitoring. Previously recorded data is not lost; it is saved in the patient database.

Manufacturer narrative:
Date of event is estimated.